Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is not confirmed. The device was not received for evaluation. No pictures were provided. Per event description, the most likely cause can be attributed to user error of the device due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 13th september, it was reported by a sales rep via email that an ar-12990, knee scorpion broke during an unspecified procedure. The top jaw broke from the bottom jaw and shaft. This occurred during normal use in trying to pass sutures through meniscal root. Another scorpion was available and had to be used to complete the procedure successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not yet returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.